Event description:
During a follow-up, the customer reported being released from the hospital on (B)(6)/2018.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for experiencing diabetic ketoacidosis (dka) considered dangerous and blood glucose (bg). Reportedly, customer forgot to resume insulin therapy after removing the pump to shower. Correction boluses were delivered to address bg of 537 mg/dl prior to the hospitalization. Customer was treated with intravenous fluids and insulin. A system check was performed and the pump performed as intended. At the time of the report, the customer remained in the hospital. During a follow-up, it was reported that the customer had successfully resumed pump therapy. Multiple attempts were made by tandem¿s technical support to obtain the hospital release date; however, no response was received.